Event description:
"Secured needle to syringe, primed needle, began injecting, needle disconnected, collagen came out of syringe & needle stayed in skin." No injury was incurred by either practitioner or patient. This event is being reported due to the possibility of injury with future occurrence.